Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving sufentanil 150 mcg/ml for a total dose of 114.97 mcg/day (changed to 103.64 mcg/day) and clonidine 600 mcg/ml for a total dose of 459.88 mcg/day (deceased to 414.58 mcg/day) via an implantable pump for lumbar radiculopathy, spinal pain, degenerative disc disease/herniated disc pain. It was reported the patient had a 10% increase on (B)(6) 2019. On or around day 4 the patient started feeling weak and tired, which progressed over the next several days until the patient was taken to the emergency department (ed). When the rep say the patient in the ed, the patient was somnolent, but easily aroused and was oriented and coherent. A potential overdosage was reported. It was confirmed with the hcp that they decreased the rate 10% per hcp's order and the personal therapy manager (ptm) settings continued per previous settings but ptm was to stay in the hands of hospital staff and not to be used by the patient. No surgical intervention was performed or planned. It was noted the pump was facing 3:00. It was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6). The patient's medical history included chronic pain. The event date was(B)(6) 2019 (on or around 4 days after refill on (B)(6) 2019). Additional information received on 2019-jan-17 indicated that the patient's pump was decreased to 75 mcg/day and the ptm was disabled at requested of hcp. It was reported the patient was awake and responsive. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving sufentanil 150 mcg/ml for a total dose of 114.97 mcg/day (changed to 103.64 mcg/day) and clonidine 600 mcg/ml for a total dose of 459.88 mcg/day (deceased to 414.58 mcg/day) via an implantable pump for lumbar radiculopathy, spinal pain, degenerative disc disease/herniated disc pain. It was reported the patient had a 10% increase on (B)(6) 2019. On or around day 4 the patient started feeling weak and tired, which progressed over the next several days until the patient was taken to the emergency department (ed). When the rep say the patient in the ed, the patient was somnolent, but easily aroused and was oriented and coherent. A potential overdosage was reported. It was confirmed with the hcp that they decreased the rate 10% per hcp's order and the personal therapy manager (ptm) settings continued per previous settings but ptm was to stay in the hands of hospital staff and not to be used by the patient. No surgical intervention was performed or planned. It was noted the pump was facing 3:00. It was unknown if the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6) pounds. The patient's medical history included chronic pain. The event date was (B)(6) 2019 (on or around 4 days after refill on (B)(6) 2019). Additional information received on (B)(6)2019 indicated that the patient's pump was decreased to 75 mcg/day and the ptm was disabled at requested of hcp. It was reported the patient was awake and responsive. No further complications were reported/anticipated. 2018-02-22 mpxr 605314, (hcp, rep): additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had a decreased heart rate and fatigue. The patient was admitted to the hospital. The pump was decreased to minimum rate. It was unknown if the issue was resolved at the time of the report. It was reported that the patient was awake and alert, and not in any distress at the time of the pump decrease. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.